Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. Chest x rays prior to procedure revealed externalized conductors on the right ventricular lead. No electrical anomalies were noted and no intervention was performed. Patient was stable throughout event.